Manufacturer narrative:
Corrected information provided in b.5 and h.10. Additional information received from customer that, posterior capsular rupture (pcr) was resulted from the cataract procedure and the vitrectomy probe was opened to address the posterior capsular rupture. Upon receiving clarification from the customer, they did not suspect any product of the adverse event. No further reports will be scheduled under mfg report num. 1644019-2024-00253 the manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received from customer that, posterior capsular rupture (pcr) was resulted from the cataract procedure and the vitrectomy probe was opened to address the posterior capsular rupture. Upon receiving clarification from the customer, they did not suspect any product of the adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery the patient experienced posterior capsule rupture. The physician proceeded with anterior vitrectomy due to with an ophthalmic probe due to posterior capsule rupture. At the end of the anterior vitrectomy procedure advisory messages were appeared and nurse continued by closing without noticing the advisory messages. The vitrectomy probe stopped working and a warning message for the pump appeared. The anterior vitrectomy step was not available as the console was not functional and did not have the option to do the calibration after opening new ophthalmic probe. The calibration steps were still not available even after the restart of console.